Event description:
It was reported that a user on the second day of ilet use during the learning phase experienced severe hypoglycemia with a glucose reading of 28 mg/dl requiring emergency medical services; the user received glucagon and intravenous dextrose, stabilized, declined hospital transport, and then reconnected and continued ilet use. Symptoms included low blood glucose and urgent low alerts. Outcomes included medical attention and administration of rescue therapy. Investigation included case review and assessment of the reported event in the context of device use during the early learning period. Investigation of this case revealed no device malfunction reported and no device component failure observed, and the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.